Event description:
The facility reports, after the bath, the pt was moved away from the tub while seated on the bath chair. The staff dried the resident from the thighs down. A towel had been placed on the lap/abdomen of the resident. The staff member applied the socks and the pajama pants up to the thighs while the pt was seated on the bath chair. The client lifted the towel upwards and inadvertently lifted the armrest of the bath chair. The pt tried to grab for something and leaned forward with his upper body. He lost his balance and fell off the chair and onto the floor, hitting his head against the baseboard heater. Extra staff was called for. Pressure was applied to a laceration on the top of his head. The health care aid and licenses practitioner of nursing lifted the pt with a mechanical lift, performed neurological checks; all was ok. The pt sustained a 1-1/2 inch long laceration above the forehead and scrape on the top of the head. The facility cleaned the laceration and left it open to air. In-house treatment was performed by the lpn and rn on duty. (B) (4).

Manufacturer narrative:
An arjo investigator visited the site. The facility apparently re-enacted the incident; the investigator has requested pictures of the re-enactment. It was evident the seat belt was either not applied, not applied properly, or was inadvertently undone either in the bath or perhaps if the resident pulled the belt along with the towel and grab bar (if the belt was not hooked into the plastic loo, it could have undone the belt). The staff indicate the belt was applied correctly during the bath, but also noted the pt will sometimes undo the seat belt and assist with drying. This was noted on the day of the event. This lifter has never been serviced, despite its 2.5 years in service. The facility claims it has never required servicing. The investigator reviewed the care and maintenance section of the operating and product care instructions (opi) to ensure the lift is inspected and/or repaired in accordance with the recommended schedule. The MFR concludes the root cause of the incident is the safety belt was not used properly. The opi is very clear how this shall be done and has not been followed . The MFR advises retraining of personnel, especially in regard to the instructions on how to apply the safety belt properly.